Manufacturer narrative:
The customer¿s meter and test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable results from a coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown method. At 22:21, the laboratory result was 3.35 inr. At 22:30, the meter result was 4.7 inr. On 12-may-2021 at 17:25, the meter result was 5.1 inr and the laboratory result was 3.8 inr. On (B)(6) 2021 at 12:03, the meter result was 3.6 inr and the laboratory result was 2.7 inr. The therapeutic range was 2.45-3.0 inr.